Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient was staying with his grandparents when they contacted his mother, concerned that he appeared to have the flu or another illness. Recognizing the signs and symptoms of diabetic ketoacidosis (dka), his mother immediately took him to the hospital. Due to the severity of his condition, he was subsequently transferred to another hospital for a higher level of care. According to his mother, the patient's cgm was malfunctioning and displayed a glucose value of 357 mg/dl, while his actual blood glucose level was reportedly in the 900 mg/dl range. Multiple attempts to contact the reporter were made by dexcom tech support; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.